Event description:
Add'l info rec'd on 07/14/2003: datascope received a copy of this medwatch report directly from the user facility. Since the product was not returned to datascope, a complete analysis could not be performed to determine the root cause of the reported problem. However, based on the co's experience, this type of failure can occur when the occlusive hold is applied too close (<3cm) to the puncture site. This can cause a deformity in the sheath that can inhibit the collagen plug from advancing through the sheath. The vasoseal es instructions for use states that occlusive pressure should be maintained 3-4cm above the puncture site in order to later avoid kinking of the vasoseal es sheath. For future use of vasoseal es, the customer will be referred to the instructions for use supplied with the product, which describes the vasoseal collagen delviery technique.

Event description:
Would not deploy collagen plug. Expanded prematurely. Chito seal applied and manual pressure.